Event description:
The following is based off a review of the patient's med records provided to davol by the patient's atty: on (B)(6) 2006, the patient was implanted with a non-davol "pelvilace" bladder sling to treat stress incontinence. On (B)(6) 2012, the patient was implanted with a bard/davol flat "marlex" mesh. On (B)(6) 2012, the patient underwent excision of eroded mesh due to a feeling of something sharp within the vaginal area. The patient was found to have an eroded portion of her sling; however, it is unspecified as to which sling was eroded and partially excised.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.